Event description:
It was reported that the user experienced repeated occlusion alerts on an infusion set that persisted despite a supply change, resulting in hyperglycemia with a reported blood glucose value of 270 mg/dl and prompting the user to disconnect overnight and use subcutaneous insulin by pen; a dry run advanced to 130 units without issue, and a guided full supply change was later completed, after which the user reported a low, consistent with an obstruction of flow associated with the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of insulin flow with deformation consistent with a component issue localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.